Event description:
The user facility reported that a resident inserted a licox im3.st which has three lumens. Into the icp lumen, the resident inserted a 110-4hmt catheter instead of the 110-4l icp catheter which is to be used with the licox as indicated in the directions for use. The 110-4hmt catheter fit in the lumen and the catheter was inserted to a depth of 15cm, missing the circle of willis by 3mm and the pons by 2mm. The system was kept in the patient and removed as the patient no longer required monitoring. Purchase history of the user facility indicated that a purchase was made for the im3.st, 110-4l and 110-4hmt. The user facility made an error in which the incorrect icp catheter was used with the licox system.

Manufacturer narrative:
No product was returned for analysis. Batch history could not be reviewed, since lot number of device was not reported. Based on historical analysis, this is the first reported incident of this nature. The statistical results are within the normal expected rate based on the number of product sold. Based on the reported information, it has been confirmed that this incident occurred as a result of user error. The catheter was used with an incompatible accessory.